Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the unit and discovered the removable power supply on the transport unit had something loose and was rattling inside. To resolve the issue, the stm replaced removable power supply with new power supply. The stm while performing system tests, the stm discovered cord retainer for video was unseated, re-seated and re-secured display cable and retainer. The stm discovered the system would freeze and not advance and reinstalled system software b.14 and resolved the issue. The stm performed full calibration, functional testing and safety check to factory specifications. The unit passed all functional and safety tests per factory specifications. The iabp returned to customer and cleared for clinical use.

Event description:
It was reported by the customer, that during patient transport, the cardiosave intra-aortic balloon pump(abp) had an internal communication failure. There was no harm or injury to the patient and no adverse event was reported